Event description:
It was reported customer experienced a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, which successfully resolved the issue, allowing the customer to start their sensor session without further error.